Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and detached. The detached tissue pad was returned with the device. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic liver resection procedure, the device was activated on a string of tissue, after a few seconds of activation the tissue pad melted and detached from the upper jaw. The tissue was located in the proximal end of the jaw and the tone change from the generator occurred only one to two seconds before the tissue pad melted. The tissue pad was fully retrieved from the patient. Another device was used to successfully finish the procedure. There were no adverse consequences for the patient reported.